Manufacturer narrative:
A follow-up will be submitted if additional information is received.

Event description:
It was reported that there was an issue with novosyn violet. A patient underwent a laparoscopic abdominoperineal resection for rectal cancer on the (B)(6) 2019. There were no complications identified; swab/instrument count was correct and world health organization (who) checklist completed. After a routine follow up in november 2019, an magnetic resonance imaging (MRI) of the pelvis, rectum and perineum was completed and results identified metallic foreign body (a tip of suture needle 4mm in length) in perineal wound. Patient was taken back to theatres on (B)(6) 2020 and the foreign object was removed under local anaesthetic.

Manufacturer narrative:
Investigation: samples received: piece of needle received. Analysis and results: we have not received the batch number of the product involved in this case. As no batch number is received, the batch manufacturing record cannot be reviewed. We have received the tip of the needle that was remained in perineal wound of the patient. We have checked carefully this part of needle and we have found different marks of needle holder or other surgical instrument around of this needle tip area. The broken area of the needle is close to these marks. Therefore, the needle has been damaged during handling and broke most probably due to wrong handling. As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause ending or breakage. Final conclusion: the part of the needle received showed a damage in the needle tip area caused by a wrong handling. However, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.